Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The guide wire core was separated at both ends of the hypotube, confirming the reported separation. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there was no product deficiency identified.

Event description:
It was reported that the patient's iliac artery had been assessed in preparation for a transcatheter, aortic valve replacement. During removal of the ivus (intravascular ultrasound) that was loaded on the balance middle-weight (bmw) guidewire, the ivus got stuck on the tip of the 4 french sheath that was in the right femoral artery access site. The physician pulled on the ivus causing the bmw to separate on the stiffer segment of the bmw. The separated segment of the bmw did not float distal and remained in the left side of the iliac; it was successfully removed via snare. A guide catheter was not used in this procedure. Since this occurred at the end of the procedure, there was no clinically significant delay in the procedure. There was no tortuosity or calcification in the iliacs. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.